Event description:
The ge oec 2600 fluoroscopy system would not produce an image.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective inverter driver pcb causing f11 to blow. The pcb was replaced and f11 was replaced with a new fuse. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.